Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room the night before for a gallbladder. A cat scan was done while the customer was wearing the insulin pump. The customer was nauseated, vomiting all day, dizzy, dehydrated, asthma every week. The caller stated that she also had high blood glucose of 301mg/dl and was admitted due to diabetes ketoacidosis. Troubleshooting was performed and it appears that the insulin pump was functioning properly. No further information was provided.